Event description:
I have a philips respironics dreamstation CPAP which is under recall. I purchased this unit in 2019 just before the recall went into place. I have waited patiently for the last 5 years for a replacement for this device. All I ever get are emails from philips saying they are working on the problem. In the meantime I have been using an aging resmed v10 CPAP that states it is 'at the end of motor life,' but it keeps on working. Nothing ever seems to happen with this philips recall. I spent almost (B)(6) dollars on this device and I just want a replacement that I can depend on that will not harm my health (they have faulty insulation that causes lung problems). Here is some relevant information (note the registration date): account first name: (B)(6) last name: (B)(6) country: united states of america username: (B)(6) registration date for recall: december 24, 2019 primary device sn and model: (B)(6) dreamstation go thanks for your help, (B)(6). The philips website relevant to this recall is: https://www.USA.philips.com/healthcare/e/sleep/communications/src-update.